Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system with a 0.014" guidewire stuck inside. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. The pull rack was separated 13.7cm from the knob. The proximal inner had multiple kinks, which suggests it prolapsed. Microscopic examination revealed no additional damages. The stent was implanted so it did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed and became deformed. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). Vascular access was obtained with an ipsilateral approach using a 6f non-bsc introducer. A 0.014 guidewire was selected for the procedure. A 6x120 eluvia self expanding stent was placed and deployed normally. Then, a 7x120x130 eluvia self expanding stent was deployed in the proximal part. Deployment was performed, but the delivery system stopped deploying the stent when there were approximately three stent struts remaining. The stent delivery system was moved back and forth and the stent was able to complete deployment. The stent did not become stretched during placement but became too long when the stent delivery system was pushed and pulled. A 0.035 guidewire was inserted into the stent delivery system and the pull grip was opened. It was observed that the lumen was wavy. The procedure was completed with this device. There were no patient complications and the patient was good post procedure. Additional information reported that the lesion was measured with ivus and pre-dilatated with a 6mm balloon. The physician had to turn the thumbwheel forcibly to complete deployment of the stent.

Event description:
It was reported that the stent partially deployed and became deformed. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). Vascular access was obtained with an ipsilateral approach using a 6f non-bsc introducer. A 0.014 guidewire was selected for the procedure. A 6 x 120 eluvia self expanding stent was placed and deployed normally. Then, a 7 x 120 x 130 eluvia self expanding stent was deployed in the proximal part. Deployment was performed, but the delivery system stopped deploying the stent when there were approximately three stent struts remaining. The stent delivery system was moved back and forth and the stent was able to complete deployment. The stent did not become stretched during placement but became too long when the stent delivery system was pushed and pulled. A 0.035 guidewire was inserted into the stent delivery system and the pull grip was opened. It was observed that the lumen was wavy. The procedure was completed with this device. There were no patient complications and the patient was good post procedure.